Event description:
A customer called with a complaint that they were getting erratic readings like 190mg/dl followed by readings in the 70-80 mg/dl range. Additionally, the control reading obtained for the test strips was outside the acceptable range for the reagent. The customer has been using excel off brand reagent strips, with varying results that if acted upon could be clinically significant. It was explained to the customer that bayer does not provide or support the use of off brand reagent. While on the phone, the electronics of the meter were found to be satisfactory. However, the customer did not have the requisite supplies to perform the control test. The supplies were sent to the customer.